Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l4-l5 spinal root decompression. Five days later, the patient presented with radiculitis. The investigator noted the event as mild in intensity. No action was taken. The event resolved without treatment in 1999. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.